Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. No adverse event was reported.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this result was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated on a different e601 analyzer (serial number (B)(4)), resulting as 2083 miu/ml accompanied by a data flag. The 2083 miu/ml value was believed to be correct and this result was reported outside of the laboratory. The customer later decided to repeat the sample some additional times. The sample was decanted into a roche hitachi cup and repeated a second time on e601 serial number (B)(4), resulting as 2072 miu/ml accompanied by a data flag. The customer repeated the sample a third time with the original patient sample tube on e601 serial number (B)(4) and the result was 2000 miu/ml accompanied by a data flag. The customer then repeated the sample a fourth time with the original patient sample tube on e601 serial number (B)(4) and this resulted as 2067 miu/ml accompanied by a data flag. The second repeat value of 2072 miu/ml, third repeat value of 2000 miu/ml, and fourth repeat value of 2067 miu/ml were not reported outside of the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were not provided by the customer. The field service representative could not determine a cause. As a preventative measure, the customer will use racks with inserts for false bottom tubes as a recommendation from the technical support specialist. The field service representative completed performance testing. The unit meets specifications.